Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and mildly calcified obtuse marginal that was pre dilated two times with a 2.0x1.5mm apex balloon catheter. Then a unknown stent was advanced but would not cross the lesion. A 15mm x 2.25mm apex monorail balloon catheter was selected to dilate the obtuse marginal. On the first inflation at 6 atms, a pressure loss and some contrast leaking was observed. It is unknown whether a balloon rupture or balloon pinhole occurred. The balloon catheter was removed intact and the pre dilation was completed with a nc quantum maverick balloon catheter. After pre dilation there was a residual stenosis of 20-30%. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex (otw) balloon catheter. It was noted during unpackaging that dried blood and contrast were present throughout the distal shaft. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the balloon revealed a circumferential pinhole tear approximately 19mm from the distal tip just below the proximal markerband. Magnified inspection of the balloon material presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and mildly calcified obtuse marginal that was pre dilated two times with a 2.0x1.5mm apex balloon catheter. Then a unknown stent was advanced but would not cross the lesion. A 15mm x 2.25mm apex monorail balloon catheter was selected to dilate the obtuse marginal. On the first inflation at 6 atms, a pressure loss and some contrast leaking was observed. It is unknown whether a balloon rupture or balloon pinhole occurred. The balloon catheter was removed intact and the pre dilation was completed with a nc quantum maverick balloon catheter. After pre dilation there was a residual stenosis of 20-30%. No patient complications were reported and the patient's status is stable.